Event description:
It was reported the patient had ankle surgery due to a fall and as a result wasn¿t able to use stimulation, since it caused her more pain in her right foot. The incident occurred in (B)(6) 2013. The patient had a nerve block performed without her permission by the health care provider (hcp) on (B)(6) 2013. Now, the patient reportedly couldn¿t get out of bed due to back pain and she had to have a shot at the hospital to reduce her pain. The patient noted that the nerve block caused a burning sensation with stimulation was on. The patient reportedly had an appointment scheduled with the hcp to discuss getting the drug pump. The patient¿s status was reportedly unknown. Additional information received reported the patient had 3 pain shots in the last week. The patient was reportedly in a wheelchair because of sacral nerve pain when walking. Additional information received reported the device stopped working after the patient broke her ankle.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).